Event description:
The customer reported a high blood glucose reading of 326 mg/dl. The customer also stated that the insulin pump has not given any no delivery alarms. The customer did not have the tubing clamp with her to conduct the high pressure test. Advised the customer that a tubing clamp would be shipped to her, and to call back once she receives it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.